Event description:
I used renu with moistureloc multi-purpose contact solution for four years. I was hospitalized and diagnosed with an "allergic reaction." I am presently taking "zaditor" as treatment. I've experienced excessive amounts of discharge, itching, burning and sensitivity to light.